Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning as intended. A computed tomography scan was performed that found that there was no fluid in the reservoir. A device replacement was performed and the leak was traced to the connecting tube between the pump and the reservoir. No patient complications were reported.